Event description:
It was reported that "revision of primary right total hip. Stryker rep was not present at this revision." No additional information is available.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information or device become available it will be submitted on a supplemental report. Same patient as MDR 2249697-2007-00168.